Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing the simultaneous display test on their 8015, not passing like the other 8015's. Informed the customer this test is a pass and fail at their discretion. Informed the customer if everything looks fine on the unit when in normal operating mode, they should be ok. However, I recommended the customer replace the lcd. Provided lcd part number to customer. Customer will performing additional testing, and move forward from there.